Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that patient was admitted to the hospital for dark urine, which had turned from red to black in color. The hospital made several attempts to draw blood for laboratory analysis but each time the samples were hemolyzed. Pump parameter waveforms on the monitor were abnormal in shape and the waveform peaks were "clipped" by the monitor screen. The patient was immediately taken to the operating room for a pump exchange due to suspected thrombus. Post pump exchange the patient's urine was noted to be clearing in color. The surgeon stated that he believed the pump thrombus was non-device related but rather caused by low inr earlier in the month. On last report the patient had intra-abdominal bleeding complications during the post-operative phase which required a splenectomy and a third operation to address fluid accumulation in the abdomen. The explanted pump was returned to the manufacturer for analysis. Mechanical measurements of various pump requirements were performed. Mild to moderate abrasions involving the lower housing ceramic surface and matching inferior surface of the impeller were noted, which are an indication that a known external factor, such as a thrombus, may have forced the impeller against the rear housing. Pathological examination revealed material grossly and histologically consistent with thrombosis on the impeller. Review of the device's manufacturing records indicated that the unit met all the internal requirements prior to the quality assurance release. The most probable root cause of the reported high power event may be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Hemolysis may be due non-device related causes or shearing within the pump. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the united states that the patient had two episodes of red urine and was instructed to come to the hospital. The patient was admitted to the hospital on (B)(6) 2014 for dark urine, which had turned from red to black in color. The hospital made several attempts to draw blood for laboratory analysis but each time the samples were hemolyzed. This patient had instances in (B)(6) 2014 where the international normalized ratio (inr) was measured to be subtherapeutic. Additionally, the pump parameter waveforms on the monitor were abnormal in shape and the waveform peaks were "clipped" by the monitor screen. The pump parameters at a speed of 2780 rpm were stated to be 8.8 l/min and 5.9 watts. The patient was immediately taken to the operating room for a pump exchange due to suspected thrombus. The hospital stated that a clot may have been visualized on the "magnet" of the pump using a bronchoscope but this could not be confirmed. Post pump exchange the patient's urine was noted to be clearing in color. The surgeon stated that he believed the pump thrombus was non-device related but rather caused by low inr earlier in the month. On last report the patient had intra-abdominal bleeding complications during the post-operative phase which required a splenectomy and a third operation to address fluid accumulation in the abdomen. The explanted pump was returned to the manufacturer for analysis.